Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the I-beam tubing from the retic stain reagent pump, pm5. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak from a coulter lh 780 hematology analyzer. The volume of the leak was not specified. The leak was not contained within the instrument and retic voteouts messages were reported by the customer at the time of the occurrence. The field service engineer, fse, was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The only parameters impacted by the malfunction in this event were retic results. Erroneous retic results do not pose a risk for death or serious injury.